Event description:
A caregiver reported a signal loss alarm issue with the adc device. Due to this, customer was not notified of changing glucose levels and experienced symptoms of headache, sweating, dizziness, and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified blood glucose result and received treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh061a80cw has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.